Event description:
It was reported that suture placement was attempted with the proglide device in the left common femoral artery using the preclose technique prior to an endoluminal graft (elg) procedure. Reportedly, a cuff miss occurred during attempted placement of two proglide devices. The elg procedure was completed and hemostasis was achieved using the sutures of the two proglide devices placed following the procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and is in the process of being established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.